Event description:
Customer states that the pump is not pumping.

Manufacturer narrative:
Pump was tested for accuracy several times, using water. Pump delivered amount within specification ((B)(4)). Complaint could not be confirmed. Attempts were made to obtain more info. Customer reported no other info could be provided.